Event description:
Spouse called in 2003 to report pt was found expired in bed. Pt connected to cycler with end of therapy displayed. If pt death occurred during or after treatment. Autospy to be done @ request of fammily no c/o by pt per wife.